Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No insulin pump alarm noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Customer was assisted with troubleshooting for the alarm. Insulin pump history was reviewed and unexpected restart and external ram error alarms were found. Customer stated that temp basal was not programmed before unexpected restart alarm. Customer also stated that the insulin pump was not stored or not in use for an extended period of time. Customer stated that alarm occurred after inserting new battery. Bumped and dropped troubleshooting was performed and found that the customer had a hard time reading insulin pump's screen due to scratch on the screen. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.